Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent breast augmentation revision with an unknown mentor gel implant. On (B)(6) 2018 left sided rupture was identified during magnetic resonance imaging. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot number 268476 was reviewed on 6/21/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned product was completed by the failure analysis lab on 6/19/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with an unknown mentor gel implant. On 4/4/2018 left sided rupture was identified during magnetic resonance imaging. Upon receipt by mentor, the gel contained in the device appears cloudy. Red material was observed within the device. Gel was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 16.5 cm within a crease on the anterior aspect, extending to the posterior aspect. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red material found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report on 5/22/2018. The event date and implant date have been updated. The impacted product was a 600cc mentor memorygel breast implant. The devices were removed, but not replaced. The mentor failure analysis lab received the device for evaluation on 5/22/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Concomitant products: lot #264810. Manufacturer¿s reference number: (B)(4).